Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/10/2012-pfs and medical records received. Part/lot info provided so the first liner and head are from the left primary operation are reported for pain/discomfort. The second two liner and head are from the right primary operation. Infection, pain, discomfort was reported for the right primary, but after review of the right revision operative note it was actually a wound infection. The head and liner were the only implants replaced during this operation. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: correction: manufacturing facility: (B)(4) d3: 8010379 depuy intl., ltd. / g1-2: 1818910 depuy orthopaedics, inc. / 8010379 depuy intl., ltd new etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- litigation alleges that patient has experienced pain and discomfort. It is also alleged that the right hip became severely infected, requiring revision surgery. Bilateral update received 12/10/2012-pfs and medical records received. Part/lot info provided so the first liner and head are from the left primary operation are reported for pain/discomfort. The second two liner and head are from the right primary operation. Infection, pain, discomfort was reported for the right primary, but after review of the right revision operative note it was actually a wound infection. The head and liner were the only implants replaced during this operation. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 06/17/2014. Doi: (B)(6) 2008 - dor: none reported (left side). (B)(6) was a bilateral patient. The left hip has now been transferred to (B)(4), while the right hip has been transferred to (B)(4). September 10, 2014, updated patient and product codes. (B)(6). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Added: d4 (UDI and expiration date). Corrected: d6.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient has experienced pain and discomfort. It is also alleged that the right hip became severely infected, requiring revision surgery. Bilateral.